Event description:
It was reported that two hours into the case the pressure on the endoplege coronary catheter dropped and the balloon was found to be punctured. No patient injury. The endoplege was replaced without any further complications. Phoned in by sales rep.

Manufacturer narrative:
Device received from customer and is currently under evaluation to determine root cause.

Manufacturer narrative:
Evaluation: colored water was introduced into the balloon and visually under 10x magnification, it is noted that the distal balloon bond has delaminated and there is a fluid path. Water was introduced into the pressure and infusion lumens and the water flows from where it should. Visually, there is a kink in the bellows, however, this kink does not affect the way the device functions. There are no other defects detected with this device. These devices are visually and functionally tested 100% prior to packaging. A CAPA has been opened in relation to the distal bond delamination and in currently in the investigation phase. A device history review was performed, there were no nonconformities found with the manufacturing of this device. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.